Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 with vasoshield. Pa was inserting the endoscope into the cannula but it would not pass. A replacement device was used to perform the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. Endoscope was not returned for investigation. No visual defects were observed on the c-ring and cannula. To test the fitting problem with the endoscope, a mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. A second investigator was also able to insert and retract the same reference endoscope with no difficulty. Based on the returned condition of the device and the evaluation results, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 with vasoshield. Pa was inserting the endoscope into the cannula but it would not pass. A replacement device was used to perform the procedure. There was no patient involvement.